Event description:
Retrospective review of records reveals development of myelodysplastic syndrome. Pt was at home in (B)(6), (B)(6) 2001 lab showed mild pancytopenia while on pamidronate. (Day 737 post transplant) (B)(6) 2001 bma showed normal cellular marrow and mildly atypical megakaryocytes. Flow cytometry showed immunophenotypic abnormalities and increase in nk cells with normal immunophenotype.